Event description:
It was reported that right ventricular lead exhibited high out of range shock impedance measurements. Further review of the system was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).